Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test. The unit alarmed compromised force sensor system during the prime test due to a loose and protruded drive support disk. The unit had a cracked reservoir tube, a cracked reservoir tube lip, and a minor scratched display window. (B)(4).

Event description:
The customer called in to report a compromised force sensor system alarm, a motor error alarm, and that the drive support cap was sticking out. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 99 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.